Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. There was no reported impact to the customer¿s blood glucose level. The infusion set was changed to address the issue.